Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, heavily tortuous, 90% stenosed, distal right coronary artery (rca) two different 2.5 x 33 mm xience prime ll stent delivery systems (sds) were advanced but due to the anatomy neither device could cross the lesion. It was noted that resistance was met during advancing and during removal due to the anatomy. A different non-abbott stent was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience prime referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance and difficulty to remove resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.